Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The device was found to have been kinked at the blood inlet hole. No other damage or issues were identified. The complaint was confirmed for a kinked hemostasis sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been inability to advance the device due to scar tissue resulting in mechanical damage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor/fellow performed a hypostenic. The fellow attempted to deploy the device; however, could not advance the angio-seal sheath and differed. The doctor bailed on deployment due to the same experience as the fellow. A wire kit was used. The second stick location was unknown. A pre-procedural angio was performed. The procedure performed was a neuro angio. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No blood loss was reported. The event occurred intra-operative.

Manufacturer narrative:
A5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: ir lead tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, and update sections h6: health effect - impact code.

Event description:
Additional information was received on 25 jan 2024: both the fellow and attending could not advance the locator and sheath into the patient. It was unsure if a stiffer wire was implemented. The event was a "it will not advance, bail scenario", therefore, no device was deployed. Manual pressure had to be held. The patient had a lot of scar tissue causing the account to have the issue of inserting the device into the patient.